Event description:
It was reported that stent fracture occurred. During a coronary angioplasty in a calcified lesion, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, when crossing the calcified lesion, the stent was fractured. The device was replaced and the procedure successfully completed with a non-boston scientific stent. The were no patient complications reported.

Manufacturer narrative:
The synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. Visual inspection revealed a hyptotube break 27.2 cm from the distal end of the strain relief, no issues with the outer/mid-shaft sections or inner lumen, and that the mid-section stent struts were lifted. Microscopic inspection showed no issues with the balloon cones and that they had not been subjected to positive pressure, no signs of stent movement, and no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement.

Event description:
It was reported that stent fracture occurred. During a coronary angioplasty in a calcified lesion, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, when crossing the calcified lesion, the stent was fractured. The device was replaced and the procedure successfully completed with a non-boston scientific stent. The were no patient complications reported.